Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. It was noted that the day after implant there was no capture on the lead at maximum pacing output. Additional information indicates that lead dislodgement could not be confirmed on the chest x-ray. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.